Event description:
Healthcare professional reported explanation of recalled product. This record is for the right side. Healthcare professional later reported "rupture" upon removal. Device has been explanted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Device evaluation:visual analysis of the returned device identified: creases flat and black mold like appearance. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - partial delamination of the valve assessed as adhesive failure. Reason for reoperation: deflation on contralateral side.